Manufacturer narrative:
PMA/510(k) #, p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Sheath got damaged. This complaint captures the off label use of the replacement device zfv6-125-10-12.0 in the cbd. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the zfv6-125-10-12.0 device of lot number c2014958 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This (B)(4) (this complaint) is related to (B)(4) / MDR#3001845648-2023-00667 and was raised to capture the off label use of the replacement device used to successfully complete the procedure. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0058) states the following: "the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee femoropopliteal artery". From the information received it is known that the stent was used in the cbd. This is not the intended area of use as specified in the IFU. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was identified from the available information. From the information obtained, it is known that the target location for the device was the common bile duct (cbd). This is not the intended area of use for this device. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on and/or rep testimony. Summary: according to the initial reporter, during the procedure, the sheath got damaged in the original procedure. This complaint captures the off label use of the replacement device zfv6-125-10-12.0 in the cbd. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established from the information obtained, it is known that the target location for the device was the common bile duct (cbd). This is not the intended area of use for this device. As previously noted, IFU states that the device is the product is "intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-jan-2024.